Event description:
It was reported that during a cholecystectomy procedure, abdominal air leaked. Another device was used to complete the case. There were no adverse consequences to the patient. The devices were discarded.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.